Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, after placing, the physician checked with a scope and saw that the capsule did not attach, it fell into the stomach. Another capsule was placed with no issue. The pt was not injured following the procedure.